Event description:
The customer reported that she passed out and the paramedics were called due to her low blood glucose of 20mg/dl. The customer stated that the insulin pump was in a foreign language and got too much insulin. The customer stated that she was sweating profusely while sleeping. Troubleshooting was declined as customer stated that she is doing okay. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.